Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The joystick was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the overlay was worn/dirty.

Event description:
The on/off button doesn't work all the time.